Event description:
It was reported that a bilateral patient had a left initial knee procedure on (B)(6) 2013 and a right initial knee procedure on (B)(6) 2013. Subsequently, the patient was revised on the left knee on (B)(6) 2014 due to femoral loosening. Additionally, the patient was revised on both knees for femoral loosening on (B)(6) 2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-02333 & 02334 & 02335).